Manufacturer narrative:
A clinical investigation was performed. The pdrn was unavailable for a f/u to confirm the reported event of peritonitis. Per the fmc associate medical director, there is no evidence to reasonably suggest that the liberty cycler caused or contributed to the pt's reported peritonitis. There was no add'l info available. The actual device was returned to the MFR for eval and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The cycler passed the mushroom head checks. Pt sensors, and the system air leak test and valve actuation test. The device was determined to be functioning according to product specs. Further eval found no device malfunctions that would have caused the reported peritonitis. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were to be within specs. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) pt reported a "drain complication" message during drain 1 of pd treatment on the liberty cycler. The pt drained 1125ml in 2 hrs. The pt stated he was just released from the hospital with peritoneal, but he did not suspect the cycler was the cause. After troubleshooting, the pt was advised to try another setup and notify his pdrn.